Manufacturer narrative:
No lot number nor expiration date information was provided. The initial reporter to 3m (B)(4) was a company representative located in 3m (B)(6) and whose name is: (B)(6). Limited information was provided in regard to the end user facility as to contact person, phone number and full address of hospital facility. The manufacturing date of product can not be determined without a lot number. Electrodes used have not yet been returned to 3m but it was indicated that a sample of product will be returned to 3m.

Event description:
It was reported a baby sustained a second degree burn under the electrode placed on the upper thorax and was treated with collagenase ointment.